Manufacturer narrative:
The customer reports that the cns (central monitoring system) has 2 bad hard-disk drives (hdds) and the device has a blue screen. The device has non-nihon kohden hard drives (both are different) in the device. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drives were replaced on the cns to correct this issue. Nihon kohden is currently waiting for a purchase order from the customer. Once the purchase order is received the repaired unit will be returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) has 2 bad hard-disk drives (hdds) and the device has a blue screen. The device has non-nihon kohden hard drives (both are different) in the device.

Manufacturer narrative:
Additional manufacturer narrative: the repaired device was returned to the customer on 02/08/2016.